Manufacturer narrative:
A ge svc rep performed an on site investigation. The tower generator 10amp breaker was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2600 system would not boot up prior to a case. No pt injury was reported.